Manufacturer narrative:
Additional model #: 80cm. The device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in moderately tortuous and calcified iliac artery. The wanda pta balloon dilatation catheter was advanced to the target lesion. Upon the first inflation to 7 atms, a balloon rupture occurred. The inflation duration is unk. The balloon was withdrawn and the procedure was completed with a different device. There were no complications or injuries reported. The pt's status is listed as 'good'. This product is only ous approved, but it is similar to an approved us device.